Manufacturer narrative:
This report is filed, january 14, 2016. The implanted device remains.

Event description:
Per the clinic, it was reported the patient developed recurrent infections and treated with several courses of oral antibiotics and ear drops for drainage (dates and durations not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016 due to recurrent infections. This report filed june 2, 2016.